Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: manufacturing location: monument release to warehouse date: 27-nov-2022. Expiration date: 31-oct-2032. Part number: 04.037.242s, 12mm/130 deg ti cann tfna 170mm¿ sterile. Lot number#: 3096p55 (sterile). Production order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet met all inspection acceptance criteria apart from the one piece noted (bent). Packaging label log (pll) was reviewed, and determined to be conforming. Packaging bom was reviewed, and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed, as the reported complaint condition of ¿insertion handle detaching¿. Does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that 12/130 deg ti cann tfna 170 - sterile was observed stripped and worn at the nail connection. No other issue was identified. A dimensional inspection for the 12/130 deg ti cann tfna 170 sterile was not performed, due to post manufacturing damaged. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed, as the observed condition of the 12/130 deg ti cann tfna 170 sterile would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition, and hence the root cause cannot be determined. Based on the investigation findings, it has been determined, that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, during a hip fracture case utilizing. The tfna system, the tfna nail became detached from the insertion handle, while the resident surgeon was implanting. The nail was removed using the proper extraction device. The attending surgeon deemed the nail ¿defective¿ and requested a new tfna nail be opened and utilized. Case completed without further complications. No surgical delay. No patient consequence. This report involves one (1) 12mm/130 deg ti cann tfna 170mm - sterile. This is report 2 of 2 for (B)(4).